Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2021-13195. During an in clinic follow-up, increased capture threshold and low sensing were observed on the right ventricular (rv) lead. Increased capture threshold was also observed on the right atrial (ra) lead. Diagnostic imaging was performed and revealed the rv and ra leads were stretched but not dislodged. Twiddler¿s syndrome is suspected. Rv and ra lead revision is anticipated to be performed to resolve the event. No intervention has been performed. The patient was stable.

Event description:
Additional information received indicated the twiddler syndrome was visually confirmed. The event was resolved by positioning the atrial lead forward to be given slack and the right ventricular lead was explanted and replaced. The patient was stable.